Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the cut line fully circumferential around the target tissue? Yes. Unformed staple line was deployed. What was the appearance of the staples (irregular, goal post)? Irregular. Were there any staples missing from the staple line? No. What type of procedure was the device used in? Stomach esophagus anastomosis.

Event description:
It was reported that during an unknown procedure, the staple height indicator was at 1.0mm. The device fired p to p. Cutline and unformed staple line were deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.